Manufacturer narrative:
Results of investigation: a vyaire failure analysis lab technician was able to verify the customer's reported issue. Bench testing revealed a faulty main board. The main board was replaced and the reported issue was resolved

Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
It was reported to vyaire that the vela ventilator experienced a "vent inop" alarm. The customer confirmed that there was no patient involvement associated with the reported issue.